Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. However, it was determined that the device ran in the load position, the connector cap cable was frayed and the lock cylinder and the pawl release was damaged. It was further determined that the device failed pre-test for safety and loctite and cable assessments. A review of the service history record indicates that the device had not been returned previously for the same malfunction. The assignable root cause was determined to be due to running the device in the load position or by pushing on the disconnect sleeve while the device was running which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor device device did not work. During in-house engineering evaluation, it was determined that the device ran in the load position, the connector cap cable was frayed and the lock cylinder and the pawl release was damaged. It was further determined that the device failed pre-test for safety, loctite and cable assessments. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.